Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. Medical records were provided for review. The medical records allege that a previously implanted left chest powerport of unknown model was reported to have malfunctioned. The patient subsequently underwent implantation of an 8 french bard powerport clearvue via the right internal jugular vein for long term intravenous access, with the catheter positioned at the cavoatrial junction and no procedural complications reported. Approximately eleven months later, the patient presented with an infected port a cath, prompting same day removal of the port and attached catheter, which were removed intact, with the catheter tip sent for culture and the wound closed without complication. Therefore, it can be confirmed the insufficient information. However, the relationship to the port is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that, a patient underwent port implantation for an unknown medical condition. About sometime later, the port had allegedly malfunctioned. There was no reported patient injury.